Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples deployed in meso appendix were unformed. One appeared to be almost straight which resulted in bleeding. The surgeon was using a white reload and stated he only fired one reload total. One of the staff thinks the surgeon may have fired one previous to the affected firing. A clip applier was used to control the oozing/malformed staple line. No further complications occurred. Patient has been discharged and is doing fine. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.